Event description:
During a hip pin procedure surgeon measured with the cannulated screw measuring device for the cannulated screw length. Surgeon measured too short for the screw two times. Surgeon selected another depth gauge from another set and completed the procedure with no further problems.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.

Manufacturer narrative:
Visual inspections noted the returned measuring device is worn with minor scratches and nicks visible. The black anodize is also worn through to the base metal at both ends. All etching including the scale that is etched on the flat surface is in good condition and can be read. All inspection performed and noted in the table is documented as damage and the damage is consistent with use in the field. A functional check is not able to be performed because the cannulated screw and other relevant components used in the procedure were not returned for evaluation. The overall condition of the returned device is as would be expected from use in the field and not related to manufacture. Dimensions that could be measured were found to meet specifications.